Event description:
Intraoperatively after initial implantation of the 6.5 x 25, the screw did not rest flush against the cup and was sitting proud. The surgeon tapped on the screw in order to obtain a flat seating but he ended up breaking the head off the screw. The head of the screw which broke off was removed but the threaded part of the screw still remains in the pt. There was no pt harm and the surgery was completed successfully. X-ray available. Material involved in complaint is not available as the threaded portion of the screw still remains in the pt and the head which broke off was thrown away by hospital. MFR #3005180920-2015-00171.